Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient recently had a myelogram and said it messed up the coverage from their stimulator. They wanted to meet with a rep for adjustments. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's stimulator was reprogrammed and the coverage issue was resolved. No further information was reported.